Manufacturer narrative:
Continuation of d10: etlw1616c156e stent graft implanted: (B)(6) 2015 , etlw1624c93e stent graft implanted: (B)(6) 2015, etlw1616c124e stent graft implanted: (B)(6) 2015, etlw1620c124e stent graft implanted: (B)(6) 2015, esbf2814c103e stent graft implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an in-office visit, the patient experienced stimulation due to left ventricular (lv) lead pacing caused stimulation. The lv lead pacing was turned off and the device was programmed to only right ventricular (rv) lead pacing. The lv lead remains in use. No further patient complications have been reported as a result of this event.